Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant a large amount of thrombus was adhered to the leadless implantable pulse generator (ipg) resulting in a high thresholds. A large amount of thrombus was observed. Although the thrombus at the tip of the leadless ipg could be removed, the internal thrombus could not be completely removed, and contrast could not be delivered and flushing could not be performed. The leadless ipg was not used and replaced. No patient complications have been reported as a result of this event.